Manufacturer narrative:
Perforation and hemorrhage are known and anticipated complications associated with these types of procedures and are noted in the device labeling. Therefore, it was determined that the reported event was an anticipated procedural complication. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns. Device disposed of by hospital.

Event description:
The patient had tortuous vessels. The procedure was started within the first three hours of stroke onset. The occlusion was aspirated by a penumbra system reperfusion catheter 054 from the proximal internal carotid artery (ica) and removed until the petrous segment of the ica. The penumbra system reperfusion catheter 032 jumped at the cavernous segment of the ica when the guide catheter was withdrawn, causing a perforation. The ica was occluded again when heparin was reversed. Because of the occlusion in the ica, the procedure was discontinued and decompressive craniotomy was used to treat at a later date. The CT revealed an sah, cerebral infarction, and cerebral hernia at the right ica. One month post-procedure the patient's mrs score was 5. On (B)(6) 2012, the patient's mrs score was 4 and the patient was undergoing treatment in a rehabilitation facility.